Event description:
Additional information was received that lead insulation damage was confirmed with diagnostic imaging. The physician no longer suspected the patient experienced a perforation.

Event description:
During an in clinic follow-up, loss of capture and failure to sense were observed on the right ventricular (rv) lead. During the revision procedure, a perforation of cardiac tissue was suspected because the rv lead was confirmed to be dislodged. The rv lead capped and replaced to resolve the event. The patient was stable and will continue to be monitored.